Manufacturer narrative:
On (B)(6) 2016 confirming that this product is of a vet use (not human use) needle and therefore, it was reported in error. No additional investigation results will be sent.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 12/02/2016 that an issue occurred with syringes. Customer reports that when they drew up the insulin, they got excess bubble in the liquid (appeared in the liquid) and the plunger was not moving easily as before. This occurred with almost all syringes in the box.